Event description:
Pt had been placed on servo vent. Rn noticed a strange sound from vent and called a respiratory therapist who found there to be no exhaled volumes and the drain bottle lying on floor. Pt was ventilated manually with increasing difficulty. Rn stated the ventilator alarm malfunctioned. Upon recheck by respiratory personnel, the alarms functioned properly. Also the drain bottle was bypassed.